Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. It was reported that line b of the device was programmed in the piggyback mode to deliver 340ml of rituximab and the delivery was started. Line a had been programmed to deliver 30ml of an unspecified IV solution to flush the line following the rituximab delivery. At 1920, the device alarmed that the delivery was complete. At this time, the nurse noted that there was approximately 30 to 40ml of medication remaining in the rituximab container; however, the device displayed a volume infused of 334ml. It was reported that line b was reprogrammed to deliver the remainder of the rituximab. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.